Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device would not work. During service and evaluation, it was observed that the motor seized, jammed and was moving heavy. It was further determined that the device failed the following pre-tests: check for air leak. Check function of soft mode switch. Check triggers for forward / reverse mode, check for untrue running, check for excessive noise, check the power with test bench and check starting behavior. It was unknown if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.